Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer believes they have added double basal rates and have woken up to a blood glucose level of 33mg/dl. The customer states they treated the lows with orange juice. The customer was assisted with changing basal rates. The customer declined to troubleshoot for the low level and states they will call back if needed. No further assistance was needed.